Event description:
The harmonic scalpel is a laparoscopic instrument used during surgery. It consists of a generator, a hand piece, a cord, and a long working piece that is used inside the abdomen of the patient. At the end of the working instrument is a jaw that opens and closes to cauterize tissue. When the surgeon was operating, the harmonic generator malfunctioned so the surgeon removed working instrument from patient and observed that the lower part of the jaw looked as if the metal was stressed, when the surgeon touched the lower jaw it broke off in his hand. He informed staff to send this piece off for evaluation and submit an incident report.